Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. On interrogation a battery depletion (bd) code was observed. It was reported the patient underwent multiple non-device related procedures a couple months prior. Data analysis was performed which confirmed the bd code was trigger at the time of the procedures consistent with extended magnet exposure. The battery was noted to be depleting as expected. No adverse patient effects were reported.